Event description:
Per the clinic, the patient experienced zapping sensation at the magnet site resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.